Event description:
A user facility reported that the evis exera ii video system center connector is worn and has poor contact. The event occurred during preparation for use, prior to a therapeutic laparoscopic procedure. The same device was used to finish the procedure with no more than a 15-minute delay. During a standard service inspection of the customer returned device, defective connector resulting in an octagonal image noise was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, a defective connector resulting in an octagonal image noise was noted. In addition, a faulty dp board causing brightness adjustment failure was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the image flickered was confirmed, and this was due to the defective video connector socket. They could not identify the cause of the defective video socket. Other incoming inspection finding: unable to adjust brightness. Olympus will continue to monitor field performance for this device.